Event description:
The customer reported to a baxter representative a condition of an interlink injection site in which the cap was alleged to have broken off in the PICC line. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4) - the reported condition could not be confirmed, as the sample was not available for evaluation. A batch review could not be conducted as the lot number was not available. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the sample was not available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.